Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly and was hospitalized for (multiple) high bgs found on (B)(6) 2024 (per ss event date). However, as per customer's note: customer returned pump for an alleged possible under delivery anomaly and was hospitalized for (multiple) high bgs found on (B)(6) 2024. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged lost sensor alarm and pump/transmitter communication anomaly found on (B)(6) 2023. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged lost sensor alarm and pump/transmitter communication anomaly found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches.successfully downloaded pump traces and history file using thump.successfully uploaded pump to carelink.in further full review of the pump history/traces on the ss event date of 01-jul-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 01-jul-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 15750 (1.575 u) dailytotalofbasalinsulindelivered: 15750 (1.575 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the customer's event date of 30-jun-2024, there is no unexpected alarms/suspends.please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 30-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 557250 (55.725 u) dailytotalofbasalinsulindelivered: 222500 (22.25 u) dailytotalofbolusinsulindelivered: 334750 (33.475 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the event dates of 28-oct-2023 and 30-nov-2023 in the formatted history file. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 01-jul-2024 and customer's event date of 30-jun-2024 in the formatted history file. Sensorerroralert (801) was found on: (B)(6)2024 12:25:09.000 (B)(6)2024 13:20:36.000 (B)(6)2024 13:55:10.000 (B)(6)/2024 14:30:41.000 (B)(6)2024 15:36:05.000 lostsensor1alert (780) was found on: (B)(6)2024 17:34:00.000 lostsensor2alert (781) was found on: (B)(6)2024 17:50:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly, lost sensor alarm and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under delivery, and the pump didn't gave them bolus. The customer reported a blood glucose value of 33 mmol/l. The customer reported hyperglycemia treated with hospitalization: overnight stay, manual injection/insulin pen. The event involved product(s) mmt-1885a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. Product return was requested for mmt-1885a, and the customer response was the device will be returned.